Manufacturer narrative:
Investigation summary: one sample was returned for evaluation. Upon inspection of the product, no damage or other defects were observed that could have contributed to the reported defect. Functional testing was performed to verify sealing, no leakages occurred during testing that was performed. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane. Five retained of the sample lot were used for additional evaluation. Functional testing was performed, penetrating the injector along with a sample protector ten times, all results were found to be acceptable with no leaks identified. A device history review was performed for suspected lot 2005003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is due to excessive punctures in the membrane. A puncture hole in the membrane of the luer lock connector of the spike set is observed. As stated in the package insert, the injector and connector (luer-lock) should not be used repeatedly or in a manner that will damage the membrane. After repeated or prolonged use of the injector and connector (luer lock), the performance of the membrane may gradually degrade and the drug may leak. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) leaked from between the injector and mating component during use. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, when the hcp disengaged the injector after transferring the fluid (saline), leakage from the injector was observed.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) leaked from between the injector and mating component during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, when the hcp disengaged the injector after transferring the fluid (saline), leakage from the injector was observed."